Event description:
The following information was reported to kci by the kci (B)(4) representative: on (B)(6) 2013, the v.a.c. Ulta therapy unit allegedly self shut off without an alarm condition. The patient has a diabetic foot wound, and did not receive therapy until the following day. On (B)(6) 2013, a necrotomy and debridement of the wound were performed. The same day, v.a.c.ulta therapy was re-applied. On (B)(6) 2013, the following information was obtained from the kci (B)(4) customer operations manager: on an unknown date, the patient was discharged from the hospital on activ.a.c. Therapy. On (B)(6) 2013, the patient had a hospital follow up visit, and it was reported that the wound was granulating.

Manufacturer narrative:
On (B)(4) 2013, the unit was received in the kci (B)(4) service center. A kci technical services employee extracted the unit's event history. A review of the event log revealed that both the therapy and the unit were manually switched off at 1452 on (B)(6) 2013. It cannot be determined if the alleged necrotomy or debridement is related to v.a.c. Therapy. This report is being filed due to possible user error. Device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician.